Manufacturer narrative:
The reporter claimed that there was no injury to the patient caused by this occurrence. The tip remains implanted so therefore was not able to be inspected. The remainder of the screw driver was returned for evaluation and it was found to be within specifications for hardness and visually acceptable except for the screw driver tip being missing. The DHR was reviewed and the records show that this instrument was manufactured to specifications.

Event description:
During a posterior spinal fusion surgery, the tip of the screw driver broke off in the patient. The tip was unable to be retrieved and remains in the patient. Surgery was completed without incident and there was no reported affect on the patient caused by the implanted screw driver tip.